Manufacturer narrative:
Title: the impact of running, monofilament barbed suture for subcutaneous tissue closure on infection rates in total hip arthroplasty: a re trospective cohort analysisy arthroplasty source: the journal of arthroplasty 34 (2019) journal homepage: www.arthroplastyjournal.org, https://doi.org/10.1016/j.arth.2019.05.001 0883-5403/© 2019 elsevier inc. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed between november 2011 and december 2017, postoperative to total hip arthroplasty (tha), periprosthetic joint infections was observed, which required multiple trips to the operating room for irrigation and debridement and subsequent revision arthroplasty. Additional complications included superficial wound infection, wound dehiscence, cellulitis, purulent wound drainage and suture abscess, which were treated with local wound care and antibiotics, resulting in full resolution by secondary intention.